Event description:
The report stated that during a colostomy procedure, a piece of plastic insulation fell off of the instrument into the pt cavity. The piece was removed from the pt cavity. There was no pt harm.

Manufacturer narrative:
Date of initial report: 02/27/2009. To date, the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.